Event description:
It was reported that approximately 10 weeks post op, an MRI revealed at least one screw had fractured and/or migrated out of the insertion site. A second surgery was performed to remove the screw. Original procedure: left knee arthroscopy, with arthroscopic assisted anterior cruciate ligament reconstruction/partial lateral meniscectomy. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Part number confirmation and lot number were requested but not provided therefore part number ar-5035tb-11 was assigned to this complaint based on account sales history around the time of this event. Device history record review could not be performed without lot number. Relevant patient health history and preexisting medical conditions and well as bone quality and compliance with the post-operative protocol were not provided. Based on the information provided, the most likely causes of this type of event (screw breaking) include flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle not co-axial to the pilot hole, incorrect driver and screw combination, applying excessive force to the screw during implantation, or patient non-compliance with post-op instructions. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.